Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted 44.7 months, displayed an elective replacement indicator (eri) and was subsequently explanted. There is concern that the battery depleted earlier than expected.